Manufacturer narrative:
Follow-up #1: date of submission 03/21/2017 device evaluation: the cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis with the following findings: the cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications. A lot review investigation of the incoming cartridges per lot was completed prior to release of this lot and ensured that all cartridges passed for this lot.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 600 mg/dl. The reporter stated the patient did not have any symptoms or urinary ketones. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. Troubleshooting my animas customer support determined the patient¿s serious injury was associated with use error; the patient was over/under cycling the insulin cartridge and the insulin inside the cartridges was cold (not room temperature as advised). Animas customer support educated the patient on loss of prime warning and cartridge use per instructions for use. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy associated with use error.